Manufacturer narrative:
Concomitant products (other devices implanted on (B)(6) 2019): branch graft: zbis-12-45-58, lot # ac955167 (branch on right side). Main body: tffb-30-125, lot # 6323382. Iliac leg (same side): zsle-16-90-zt, lot # 6397456 (right). Atrium icast: catalog # 85420, lot # 244973017. Atrium icast: catalog # 85420, lot # 244973099 .(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Attorney alleges that on (B)(6) 2010, the patient underwent surgery for implant of an unspecified bard/davol bard mesh. It is alleged that on (B)(6) 2012 and (B)(6) 2014, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."